Event description:
Caller reported high blood glucose levels of between 400 mg/dl and 525 mg/dl. Levels remained high after changing the cartridge and infusion set. Correction was done with an insulin pen. Customer thinks that the pump delivers too little insulin. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.